Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found cuts in the outer insulation through to the distal high voltage lumen. This damage was consistant with explant procedure damage. No other anomalies were noted via visual inspection. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable defibrillation lead exhibited loss of capture post implant. The patient is pacer dependent. This lead was successfully explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis.